Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 10/17/1995 and was last repaired on (B)(6) 2013 for a non-related issue. Eval of the device observed that the power switch was broken and the device did not operate. It was also noted that the head and control bar were damaged. Prior to repair, the device was outside of calibration and side to side specs only at the zero thickness setting. Repair of the device included replacement of the power switch, head, control bar, and standard repair parts, post repair analysis revealed the motor operated within electrical spec under no load and the switch was broken so continuity testing was not performed. The customer's reported event was not reproduced during testing and, therefore, a cause cannot be determined. It should be noted that improper handling most likely caused the broken poppet of the power switch, which most likely caused the device to not operate. The device was serviced and returned to the customer.

Event description:
It was reported that the electric dermatome kit safety was not engaging. No add'l clinical info was received prior to this report. If add'l info is received, a f/u medwatch will be submitted.